Event description:
Reported blood glucose results of "141 mg/dl" with a lifescan meter and "283 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The control solution is being replaced.